Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was inaccurate and battery was depleting quickly. Customer's blood glucose was within range (value not provided). After the customer fully charged the battery, no additional issues were reported.